Event description:
The customer reported that 'the inferior part of the custom failed. I would like to have another distal component (I would like to keep the proximal component which has not failed so far) to get the same diaphysis reconstruction length, but either with a 120mm length, 15mm diameter, straight cemented fixation stem or if you can couple this with the modular stanmore stems (150 curved and 100 straight) I'll go with that. This custom failed distally in fixation. The patient is in pain.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, diaphyseal femoral replacement, was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific diaphyseal femoral replacement which was inserted on (B)(6) 2022. The surgeon reported that the distal fixation of the component was failed. The x-ray images provided showed that the plate and screw fixation onto distal femur was loosed and disengaged, left an angulation between the implant and the bone. One of the distal screw was broken. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusion: on 21 feb 2023 clinical review confirmed: "[..] One of the distal screw was broken [..]", which confirms the screw is broken. Review of the signed design proposal confirms the distal screw(s) are not supplied by stanmore. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that 'the inferior part of the custom failed. I would like to have another distal component (I would like to keep the proximal component which has not failed so far) to get the same diaphysis reconstruction length, but either with a 120mm length, 15mm diameter, straight cemented fixation stem or if you can couple this with the modular stanmore stems (150 curved and 100 straight) I'll go with that. This custom failed distally in fixation. The patient is in pain. Update on 22 feb 2023 clinical review stated: "[..] The plate and screw fixation onto distal femur was loose and disengaged, left an angulation between the implant and the bone. One of the distal screw was broken. [..]"